Event description:
Pt called spontaneously to report that one needle was broken. No report of any adverse event or missed dose. Pt will be sent new supply. No other info known. Indication - systemic involvement of connective tissue. Reported to (B)(6) by pt/caregiver.